Event description:
It was reported that during a sleeve gastrectomy procedure the surgeon used powered echelon. The surgeon uses in all the sleeve gastrectomy a bougie of 36 ¿. The surgeon began firing with the endocutter with 1 black cartridge the staple line looked clean and dry and she continued with gold cartridge. No clips were inserted. In this firing the surgeon placed the endocutter¿s jaws on the tissue and waited 15 seconds before firing. According to the surgeon she sensed nothing out of the ordinary during placing the endocutter or at the time she fired. When she opened the jaw she saw clearly visible a large opening in the stomach, we could see the bougie from that part. She left enough space from the bougie (no snagging technique was shown) and decided to complete the resection stage and then to deal with the open part. The surgeon didn¿t put clips where the opening occurred. She put gauze on the bleeding and she continues with the same echelon to complete the staple line with 3 blue cartridges more. No incidents reported on those firings. After completing the staple line she started to suture all the staple lines from top to bottom and especially the part that had no staple. Later she performed a methylene blue inspection which went well with no leakage. The patient remained with a drain. The staple line is not as strong as should be. There is danger of leak or bleeding. Procedure was prolonged by 50 minutes. One device will be returning. (B)(4).

Manufacturer narrative:
(B)(4). Damaged cartridge. Video and photo analysis. Additional information requested and received: does this surgeon normally place a drain for this type of procedure? Yes. Just for clarification, were no staples deployed on the target tissue (did not staple)?according to what we saw not in the part of the stomach that staying in the body ( we saw the stomach open , we could see the bozi ) but the part that was removed had complete staple line ( I send pictures ). If staples were deployed, were there staples missing from the staple line? How much blood was loss (specify in mls)? Only local bleeding (according to what their words no severe bleeding that they are checking. Did the patient require a blood transfusion? No. What device was used? Pse 60a ¿ powered echelon. What firing did the event occur? The second one. Was buttressing material used? If yes, what product? No. Was the device fired over an existing staple line or clip? No, it was after black cartridge , no clip was inserted. Did the prolonged procedure clinically impact the patient or change the post-operative care? What is the current status of the patient? He was released from the hospital with no complication . The analysis found that one gold cartridge was received for analysis. Upon evaluation of the cartridge, it was noted to have the right side fully fired, left side outer row fully fired and two inner rows partially fired. In addition the returned reload was disassembled to verify the condition of the internal components and it was found that cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Intra operative video and photographs were received. Upon review of the video and photographs, it is believed that they support the findings of the inner two rows of staples not properly deploying. It was concluded that the video and photographs do not provide evidence relative to what may have caused the incomplete staple line deployment.